Manufacturer narrative:
Root cause: replacement of the open fuse f4 corrected the problem with this power supply.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported while in use the screen went blank and unit not cycling. No patient harm reported. Patient information requested.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer replaced power supply to correct the reported problem. Performance verification test was performed and the ventilator passed.

Event description:
The customer reported while in use the screen went blank and unit not cycling. No patient harm reported.